Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the resection colon on a right/left colectomy open procedure, part of the device was disengaged after firing. No device component fell into the patient cavity. In order to complete the case, another device was used. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the stapler revealed the thumb pusher was detached. Functional evaluation of the instrument and loading unit was conducted by reattaching the firing knob. A test single-use loading unit (sulu) was loaded into the device. The instrument and test sulu were applied to the appropriate test media with acceptable results. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the disengaged firing knob condition may occur if an excessive upwards force is applied to the firing knob during disassembly, or if the knob is not fully rotated to one side prior to firing, causing detachment. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.